Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was found in the logs of a returned homechoice device. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a system error 2240 (air in set/line) was identified in the log. There was no report of patient injury or medical intervention reported. No additional information is available.